Event description:
It was reported that 11 months post implant a suprarenal aortic extension developed a proximal type 1 endoleak. Reportedly, the physician placed a balloon expandable stent to successfully correct the endoleak. It was reported the patient tolerated the secondary intervention well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.